Event description:
It was reported that after a knee procedure using an ambient super multivac 50 ifs wand, when the patient returned to have dressings removed, it was discovered that the leg area adjacent to the knee has sustained some dermal burns. No further information was provided regarding any treatment administered, however no further patient complications have been reported as a result of this event.